Event description:
A user facility reported to olympus that during preparation for use, the evis lucera bronchovideoscope leaked. Upon inspection and testing of the returned device, it was observed that the bending manipulation section and insertion tube was defective and peeled. This report is being submitted for the event found during evaluation. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The device was returned for evaluation, the evaluation found a leakage due to damage of the channel tube and the broken of the light guide lens. The universal code was crumbled, and there was corrosion at the el-connector due to leakage. Additionally, the coating at the connecting tube peeled and the angulation in the up direction was out of standard due to worn out wire. Furthermore, the insertion quantity was out of standard due to damaged channel tube. The faulty parts need replacement to bring back to olympus functional standard. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
The device was returned for evaluation, the evaluation found a leakage due to damage of the channel tube and the broken of the light guide lens. The universal code was crumbled, and there was corrosion at the el-connector due to leakage. Additionally, the coating at the connecting tube peeled and the angulation in the up direction was out of standard due to worn out wire. Furthermore, the insertion quantity was out of standard due to damaged channel tube. The faulty parts need replacement to bring back to olympus functional standard. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that during preparation for use, the evis lucera bronchovideoscope leaked. Upon inspection and testing of the returned device, it was observed that the bending manipulation section and insertion tube was defective and peeled. This report is being submitted for the event found during evaluation. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, the cause of the bending manipulation section and insertion tube peeling likely occurred due to physical and/or chemical stress. The specific root cause could not be determined at this time. The following information is stated in the instructions for use regarding handling the device which may have prevented the event: " inspection of the endoscope: inspect the external surface of the entire insertion section, including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities. Important information. Please read before use: warnings and cautions : if it is difficult to insert the endoscope, do not forcibly insert the endoscope; stop the endoscopy. Forcible insertion can result in patient injury, bleeding and/or perforation. Operation: insertion of the endoscope: if necessary, apply a medical-grade, water-soluble lubricant to the insertion tube compatible reprocessing methods and chemical agents: detergent solution : use a medical-grade, low-foaming, neutral ph detergent or enzymatic detergent and follow the manufacturer¿s dilution and temperature recommendations. Contact olympus for the names of specific brands that have been tested for compatibility with the endoscope. Do not reuse detergent solutions." Olympus will continue to monitor field performance for this device.